Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under the cycler and on the floor during step 8 during their pd end treatment. The patient reported receiving a not draining message during drain 1 of 4 of treatment. The patient stated that they were not draining, but the top of the screen was yellow. The technical support representative instructed the patient to press the ok option to resume their treatment and the patient was able to begin draining at a steady rate. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with cycler. The patient reported that the cassette did not have any visible tears or rips. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.